Event description:
Needle was being used for a CT guided l2 lesion biopsy and needle broke off in patient. Required surgery to remove needle.

Manufacturer narrative:
A sample was not provided for further evaluation by carefusion quality engineering; therefore, we were unable to confirm the reported issue. A thorough review of the device history record (DHR) for the reported lot number was completed and no discrepancies were noted that may have contributed to the reported issue. Furthermore, a historical complaint review was completed by quality management for the reported product, and no additional reports of similar nature have been received. Therefore, we determined this to be an isolated report.